Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the right atrial (ra) lead exhibited high thresholds and had dislodged. It was also reported that the right ventricular (rv) lead impedance was trending upwards for a while. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.